Manufacturer narrative:
Date of report was omitted in error on follow-up 1, which is (B)(6) 2015. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). The manufacturing record review was performed. The device was manufactured within specifications. There were no associated deviation or non-conformity reports found in the manufacturing record review (mrr). The unit was released according to specification in compliance with the product's intended use as required. The product met manufacturing release criteria. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during implantation of the intraocular lens (iol) that the haptics were sticking to the optics. Further, it was reported that after a considerable amount of time trying to separate the haptics, residue was left on the lens optic. There was no patient injury reported. The lens was successfully implanted. No patient information was available. No further information was provided.

Manufacturer narrative:
If explanted; give date: na (not applicable) to date, the intraocular lens remains implanted. (B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted.